Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2013, the surgeon was unable to lock a screw in the most proximal variable angle (va) locking hole in the head of the plate. The surgeon did drill with the guide and attempted to lock with both 70 and 75 mm va locking screws. Reportedly it was a problem with the thread in the plate. The plate was left in the patient as the surgeon was able to achieve enough fixation without using the locking hole in question. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional classification codes hrs and hwc. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.